Manufacturer narrative:
(B)(4)

Event description:
It was reported that the sensor deployed on its own. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.